Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the oscillating saw attachment device was making a screeching sound. There was no human patient involvement reported as this was a veterinary procedure. There was no delay due to the event as an unspecified spare device was available and the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.